Event description:
It was reported the pt experienced numbness in his left hand and thumb after his lead revision on (B)(6) 2014 (reference MFR report #: 1627487-2013-21403). A CT scan was performed and did not reveal any anomalies. The physician indicated the numbness could be caused by nerve root irritation. The pt's hospital stay was extended a few days for observation. Follow-up info revealed the pt was released from the hospital. However, the pt reported he continues to experiences numbness in his fingers. The pt also reported pain in his leg and arm. The pt is to continue following-up with his physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.